Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that the helix extension/retraction and length testing were performed. The turns to extend and retract are greater than specification due to the presence of dried tissue/body fluid in the sleevehead. This is not considered lead failure. The helix length testing results and electrical testing results were within specified parameters.

Event description:
It was reported that the patient developed pain several days post implant. X-ray suggested atrial lead perforation. The lead was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.